Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. As the death was not reported or matched to this device until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, the most recent service history review revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. The device passed the electrical and functional testing and subassemblies/parts were replaced. The device failed the pneumatic leak test. As a result, affected part was replaced and the device was retested without further difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It was not reported if the patient was hospitalized prior to death. The cause of death was reported as cardiac failure and an unspecified infection. The patient could not eat. It was reported the patient was very ill and could no longer tolerate any further surgery. It was reported the patient was performing hemodialysis (hd) therapy prior to passing away. It was not reported when hd was started or what the hd indication was for. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.